Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4).the complaint device was discarded and is not available for physical evaluation. Therefore, the reported complaint cannot be confirmed. Anchor breakages are typically associated with off axis insertion, levering during insertion, hard bone quality, or using incorrect instrumentation for preparing the bone hole; however, the root cause of this specific device failure cannot be conclusively determined. Review of the device history record indicated that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the records reviewed. Review of the depuy synthes mitek complaints system revealed no other complaints of any type for this lot of devices released to distribution. At this time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. Device not returned for evaluation.

Event description:
The affiliate reported via email before the surgeon tried to insert an implant (part number unknown) in atfl (anterior talofibular ligament) surgery, the implant broke. The surgery was completed without a delay. It was brand new and the first use when the issue occurred. There was no harm to the patient. Since the reported device has already been disposed, any material concerned will not be returned to you. The backup device was used to complete the case. Per information provided by the affiliate via email on (B)(6) 2017: there were no procedural or patient anatomy factors which may have contributed to the breakage. No portion of the device remained in the patient. The following additional information was received via email by mitek complaints on 09-01-17:also, could you please follow up to see if the original bone hole was used to complete in this procedure? No information is available recently.